Event description:
The reading was 50% of the reading on the display of the monitor and test equipment. The pressure meter and the intracranial pressure (icp) matched but the ge monitor was half the percentage readings. The problem did not happen during a procedure. It happened during the biomed annual inspection. There was no pt involvement. Date of the event was in (B)(6) 2015.

Manufacturer narrative:
Integra has completed their internal investigation on 9/29/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the customer complaint incident was confirmed and duplicated. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ jul. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. (B)(4). Conclusion: the root cause of the complaint incident was identified as the customer¿s pmio cable used with the monitor at the time of the complaint incident.